Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient had a resolute onyx rx coronary drug eluting stent placed in the proximal left main coronary artery. The patient was on dapt at the time of the event. The patient experienced a unique reaction in the form of significant pain immediately after the procedure and was treated with morphine and fentanyl. The patient states having had consistent and persistent daily chest pain since the procedure. The patient has been hospitalized multiple times since the procedure for chest pain. The patient received four angiograms, CT scans, MRI on shoulder and neck, and scans were clear. The patient has also been cleared from a gastrointestinal team. The patients cardiologist does not believe the patients sensitivity to nickel and iridium could be the issue. However, it was later reported by an additional physician that a unique reaction involving chest pain could not be ruled out and will be investigated. According to the patients physician: intravascular ultrasound (ivus) imaging and fractional flow reserve (ffr) were conducted postoperative and the stent is fully expanded and apposed. There are no visible issues with the stent and there were no complications with the stent during the initial implant procedure. It was later reported that due to the persistent chest pain and the condition of the patient, removal of the stent is being planned, and the patient will consult a cardiothoracic (CT) surgeon in relation to this. It is unknown if the event is directly related to the resolute onyx device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: patient age is updated. The patient is awaiting a sensitivity test to the stent. Correction: the patient states having had consistent and persistent daily chest pain for four months. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.